Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist dialed into station and confirmed that the device was no longer on black screen and there were no issues with the device, and no further investigation was required. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a black screen. However, there were no delays or adverse events or injuries reported based on this event.